Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Further analysis was performed on the main printed circuit board. Visual inspection revealed no anomalies. Bench analysis found that one capacitor failed in-circuit testing. Also, the battery removal test failed. After a capacitor was replaced the battery removal test passed. Conclusion confirmed battery removal failure caused by a capacitor component failure.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the device failed an incoming vxi test due to the main printed circuit board (pcb) being out of specification electrically. During the bench test, with its rate set to 70 paces per minute and the atrial and ventricular outputs set to 10 milliamperes with the backlight and menu off the device shut off 1 second after the battery was ejected. The test was performed five times with the same result and it was attributed to the main pcb being out of specification electrically. Analysis also found the upper case dented, broken and contaminated and the lower case broken and contaminated, one bail cover broken and one missing, the ring cover broken, the heart block, lead flex cover, battery drawer and battery drawer o-ring contaminated, one side bail missing and the keyboard scratched. The device was to be scrapped. (B)(4).